Event description:
It was reported that after inserting a bd insyte autoguard bc IV catheter, the needle did not fully retract and the nurse obtained a needle stuck injury at the based of the middle finger on the right hand. Serology tests were performed on both the nurse and the source patient and the results were negative. However, the nurse was treated with a three day course of the antiretroviral medications kaletra and truvada.

Manufacturer narrative:
The device was discarded, thus a sample is not available for evaluation. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusions: without a sample, a root cause for this incident could not be identified. (B)(4).